Event description:
A customer tested patient sample for troponin (accu tni) and a result of 0.47ng/ml was reported out of the lab. The original sample was re-tested and repeated result was 0.53ng/ml. The sample was tested on a different instrument and a result of 0.02ng/ml was obtained. A corrected report was sent. Customer was not made aware of any injury or changes in treatment associated with this event.

Manufacturer narrative:
The specimen was collected in plastic lithium heparin plasma tube with gel separator and was centrifuged at 4,800 rpm for 3 minutes. The archive file showed no result flags associated with this event. Qc was within specifications before the event. Qc level I and ii run after the event were out of range. A field service engineer (fse) was dispatched: a) the fse cleaned incubator track and wash carousel. B) the fse replaced hardware components. C) the fse ran a diagnostic test, qc and recalibrated assays. D) the fse verified repair per established procedures and results meet published performance specifications. Hardware issues may have contributed to this event. A malfunction will be assumed for the purpose of this report.